Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient underwent surgical intervention for a device upgrade. During the procedure, this right atrial (ra) lead was revised due to high pacing thresholds. While attempting to reposition the lead, the physician experienced difficulty placing and removing the lead, and the helix was not able to be re-extended. As such, this lead was removed and replaced. No additional adverse patient effects were reported. This device is not expected to be returned

Event description:
It was reported that this patient underwent surgical intervention for a device upgrade. During the procedure, this right atrial (ra) lead was revised due to high pacing thresholds. While attempting to reposition the lead, the physician experienced difficulty placing and removing the lead, and the helix was not able to be re-extended. As result, this lead was surgically explanted and replaced. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: b5 (problem description). Verbiage was upgraded. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory complete and intact (not severed). It was noted electro-cautery damage in the outer insulation, likely explant damage. Inner coil (cathode) measured as an electrical open, consistent with an inner coil fracture. X-ray imaging showed an inner coil fracture near the terminal pin, this is damage indicative of helix extension/retraction difficulty. The helix mechanism could not be tested due to fractured inner coil. Laboratory analysis was able to confirm the reported allegation of helix mechanism issues. The high thresholds measurements allegation was not confirmed, as no other conductor abnormalities were found.